Event description:
The reporter states that she obtained a blood glucose comparison of 179mg/dl and 99mg/dl on the accu-chek advantage meter. No reported actions taken. No adverse event reported. New system sent and return requested.